Event description:
While prepping a syringe of collagen, the adg needle disengaged and separated totally from the syringe when first pressure was applied to the plunger. There was no pt contact and no injury resulted. This event is being reported because of the potential for injury should the event recur.